Event description:
PT UNDERWENT ALLOGRAFT RECONSTRUCTION OF ANTERIOR CRUCIATE LIGAMENT. SUBSEQUENTLY FAILED. AT TIME OF ARTHROSCOPY PT WAS FOUND TO HAVE BROKEN TIP OFF OF THE DELTA SCREW IN THE LATERAL COMPARTMENT. THE REMAINDER OF THE SCREW WAS CONTAINED IN THE TIBIAL TUNNEL. Add'l info rec'd from mfr 1/14/05: the model and mfg lot number of the device used in the initial surgery remains unknown. Attempts to obtain this info were unsuccessful. A Delta Interference screw was reported in the pt's Medwatch but the actual part # or size was not.